Event description:
Earlier this year, pat1 was undergoing dialysis treatment. The patient had what appeared to be an anaphylactoid reaction. There was swelling to the face, lips, eyes, and a drop in blood pressure. The patient was sent to the emergency room for treatment and was then sent home. Two days later, the patient was having another dialysis treatment. The patient had a more severe reaction. Swelling of the tongue created difficulty in breathing. The patient was then treated in the emergency room.eleven days later, 2 different patients were undergoing dialysis treatment. Within minutes of starting treatment, both patients had anaphylactoid reactions. With swelling to the face, lips, eyes, tongue, drop in blood pressure, and difficulty breathing. Both patients were treated in the emergency room and then sent home. The hospital received a letter stating that clusters of anaphylactoid reactions have been reported in hemodialysis patients. The letter also asked the facilities experiencing these reactions to report to the centers for disease control and prevention. The hospital has reported this incident to the cdc as asked, as well as baxter. Additionally, the hospital has experienced a higher incidence of blood stream infections in dialysis patients, specifically serratia sepsis. It is not known if this is related to the heparin anaphylaxis. The hospital is testing the remaining open vial of heparin for serratia bacteria. This report will be updated when the results of the bacteriology analysis are complete.